Event description:
The customer reported that there was a communication failure error message and the system failed to display an image on either monitor. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The systems interface pcb and display adapter pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.